Event description:
According to the reporter, during a laparoscopic excision of a uterine lesion, a fragment was found in the patient's cavity. It appeared to be a piece of one of the devices used. The disengaged piece was retrieve but the surgical time was extended by more than 30 minutes due to the issue. The procedure was completed with another device. The two trocars used in the procedure will be returned for analysis. The patient status is under observation.

Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the obturator, trocar balloon, lock collar, valve seal and doors. The inflation syringe was not received. Pmv performed functional testing: the trocar balloon was inflated; no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.